Manufacturer narrative:
Final analysis found that the device had a power-on-reset (por). The battery voltage dropped temporarily during communication and while performing various tasks with the programmer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor displayed an error message. Troubleshooting was unsuccessful. The patient would be brought back into the clinic at a later date.